Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user culture results, and cleaning disinfection and sterilization (cds) processes were not shared. Correction to g2(added health professional) the lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The device was evaluated where no abnormalities were found that could have led to the reported event. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope culture test was failed for an unexpected ontamination. The issue was found during preparation for procedure, and there was no patient involved. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.